Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. The monitoring voltage was found to be low during pre-use testing, so the device was not used.